Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; the helix was disengaged from helical channel. The distal conductor was distorted, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was a tip seal observation. There was a deformation/fracture in the proximal section of the inner coil, indicating extension problems. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high thresholds. Upon lead revision, the helix would not retract. The lead was removed and replaced. There are no patient complications reported as a result of this event.